Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device control unit did not function. It was also observed that the device failed the check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was not working properly. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.